Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, decreased range of motion, and elevated metal ion levels. Update - (B)(6) 2014 - plaintiff¿s fact sheet was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2014. Update (B)(6) 2017: medical records received. Updated the product details. Added the taper sleeve adaptor, proximal sleeve and the stem for the alleged elevated metal ion levels. There is no revision note and laboratory values provided. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.